Event description:
Olympus was informed that the device was not working properly. There was no patient injury reported. No additional information was received.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the tip of the probe was broken.